Manufacturer narrative:
(B)(4). Date sent: 4/12/2021. D4: batch # u5e899. H6: component code: mechanical(g04). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device (b) was returned with the anvil bent upwards, with the knife advance, with the closing trigger and anvil in a closed position, and with one gst60g reload loaded in the device. The reload was received partially fired 2/3 and with the reload deck damage. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. The process started and locked about 1.5 cm from the start of the jaws. (In both cases (B)(4)). Could you please provide more details how was the device removed? In both cases ((B)(4)), the surgeon had to use an ortho knife to unlock the device. He first cut the around tissue with an harmonic device to create a tension-free space. He then inserted the blade of the knife and, with rotating movements, was able to unlock the jaws and tissue (all the more retained since he uses gst). What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All the steps have been carried out, without success: usual technique to open, remove and replace the battery, push the reverse button, use of the manual override. Hence, use of an ortho box to try to solve the problem. Was there any change in the procedure? No change in pre or post operative. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device got jammed on the lung. The surgeon did not manage to open the device. Another device has been used to finish the procedure. The actual state of the patient is ok. The customer first used a pcee60. The clamp then got stuck. Thinking that this might have been related to the thickness of the tissue, the customer opened a second pcee60 and used a black gst charger. The device blocked once again. The customer explained to me that, according to the noise, the staple had trouble starting and then stuck halfway through its "run."